Event description:
It was reported the haptic broke on the intraocular lens as it was being inserted into the eye. The incision was enlarged and the lens removed and replaced without difficulty or adverse effects to the patient. The incision was closed with sutures.

Manufacturer narrative:
During a retroactive review of reports it was determined this event was reportable. The lens was inspected and showed a broken haptic. While we were unable to definitively determine the origin of the damage our investigation reasonably suggests it is not manufacturing related.